Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
"We have had two argon PICC lines break while in the patient at the hub recently. One of my PICC nurses thinks it is related to the dressing we use. We have been using a stat lock because it has a longer length of time needed between dressing changes. "